Manufacturer narrative:
One device was returned for repair with report of intermittent primary audible alarm. No previous service was noted in the past 12 months. Confirmed complaint by using onboard diagnostic but cannot replicate it. The device was repaired by replacing the main board. The repair was validated by using the onboard performance verification test. The pump passes all tests. Pump was reset to standard configuration.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an intermittent primary audible alarm. This issue is not related to physical damage/abuse. There was no patient involvement, and no patient harm/adverse event reported.